Event description:
A philips burton (formally burton medical products) visionary single ceiling surgical light became detached at the joint between the swing arm and the light head. The falling light head impacted the physician on the head, however no injury resulted, and no first aid was required. The light subsequently impacted the pt on the shin bone of the leg. The impact to the pt resulted in a bruise which was treated with ice. Upon investigation, it was determined that the light was improperly installed by the customer. A safety sleeve design to secure the retainer clips necessary to secure that head in place had not been installed. This was the root cause of the light becoming detached.

Manufacturer narrative:
This incident was originally reported 12/21/2010 on voluntary form 3500. The purpose of this report is to submit the incident on the correct mandatory form 3500a.